Manufacturer narrative:
The incident was noted to have occurred on (B)(6) 2019, between 7 pm (19:00) and 9 pm (21:00). A screenshot provided of the patient trend data shows the delta monitor was alarming for asystole and ventricular fibrillation at 8 pm (20:00), asystole at 8:15 pm (20:15), and ventricular fibrillation at 8:30 pm (20:30) on (B)(6) 2019. Review of the infinity central station (ics) logs shows 15 "user selected audio pause start"/"user selected alarm pause start" entries during the time identified. User interaction is required to generate these entries. There was no device malfunction. The delta monitor acted as designed in this situation.as indicated in the delta instructions for use:when audio pause is selected ¿ an ¿audio paused m:ss¿ banner with the associated icon is displayed on screen. All audible alarms are suspended for 2.00 minutes. All visual alarm indications remain active.when alarm pause is selected ¿ an ¿all alarms paused m:ss¿ banner with the associated icon is displayed on screen. All alarms (audible and visual) are suspended for the predetermined time.

Event description:
It was reported that several staff members at ta patients room observed strongly deteriorating patient values without any alarms from the infinity delta. But because several staff members were there, the variation of patient values could be observed. Resuscitation efforts were provided however, the involved patient died. The staff discharged the patient at the monitoring and the infinity delta is already in use with another patient.